Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly, that unspecified battery issues occurred, that the wake button was unresponsive and that the pump touch screen was delayed in responding to presses. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.